Manufacturer narrative:
Result: known inherent risk of procedure. Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The commander delivery system was returned to edwards lifesciences for evaluation. Visual inspection revealed a longitudinal balloon burst. No other abnormalities were observed on the balloon. Buckling was observed near the distal end of the flex shaft. No other abnormalities were observed on the delivery system. Dimension analysis of the single wall thickness was performed along the tear in the inflation balloon. All measurements met specification. No functional testing could be performed due to the condition of the returned device. During the balloon manufacturing process, the balloon dimensions are 100% inspected, including the balloon diameter and wall thickness. The balloon component is also 100% visually inspected for defects including witness lines and contamination, crow¿s feet, scratches gel-spots and fish eyes. The delivery system undergoes 100% inspection during the pleat and fold process. The entire device is also 100% visually inspected for visual defects. The delivery system undergoes leak testing. Following the leak test, the balloon cover and inflation balloon are inspected for any damage. A balloon burst pressure test is also performed on sample devices during the product verification testing. These inspections support that it is unlikely that a manufacturing non-conformance contributed to the reported event. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a clinical technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. The report of the balloon burst was confirmed based on the condition of the returned device. However, review of the available information did not reveal any manufacturing non-conformances that could have contributed to the event. In this case, the exact cause of the balloon burst during valve deployment cannot be confirmed. Procedural factors (manipulation of the devices), in addition to patient factors (severe valvular calcification) likely contributed to the balloon burst. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our edwards lifesciences affiliate in finland, during a transfemoral tavr procedure, during the ¿final¿ deployment of a 23mm sapien 3 valve, the commander delivery system balloon ruptured. The sapien 3 valve was not fully expanded. Post dilation of the valve was required. The final result of the procedure was ¿very good¿. Upon device removal, the rupture was noticed in the connection part of the balloon and flex tip. At the time of this report the patient was doing well. The native annular valve area measured 360mm2 and ¿oval¿ shaped. Severe (¿heavily calcified¿) valvular calcification was reported.